Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.3.

Event description:
Patient reported via regulatory agency a left side "lymphadenopathy." Patient also reported "signs of bii"; this event is not device related. Device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5094976. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "signs of bii and breast lymphadenopathy."

Event description:
Patient reported, via regulatory agency, "stated to have signs of bii and left breast lymphadenopathy." Device has been explanted.